Event description:
It was reported that the pump went dry more than once. The drug used at the time of this event was not reported. However, at the time of the report, the device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).